Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the right hemicolectomy via laparoscopic procedure while detaching the small intestine, the stapler did not fire. The surgeon was able to press the green button but was not able to squeeze the handle. To resolve the issue, the surgeon replaced with another product. There was no patient injury.